Manufacturer narrative:
Manufacturing investigation evaluation: ratchet mechanism does not work a 100% inspection of the function of the ratchet was conducted and documented during manufacture of the device. The returned part was then re-inspected for all the features pertinent to complaint condition. The performed functional inspection shows the locking function does not work. However, after the application of lubricant on the ratchet mechanism, the mechanism worked properly. The user of the instrument likely did not follow the instruction that describe lubricating the instruments with moving parts and threaded parts. It is further recommended that the lubricant bye a synthes special oil only. The complaint is confirmed, but not valid from the manufacturing standpoint due to the fact that the movable parts of the ratchet mechanism were not applied with lubricant. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: april 21, 2015. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery for fibula fracture took place on (B)(6) 2016. During the surgery, the surgeon found the locking function on a pair of reduction forceps did not work when the surgeon tried to grasp bone of the patient. There was no surgical delay and no patient harm was reported. This is report 1 of 1 for (B)(4).